Manufacturer narrative:
H.6. Investigation: DHR evaluation was performed and the maintenance occurrence sap #(B)(4) potentially related to the defect was observed. The sample provided was analyzed and it was possible to observe barrel damaged. The possible cause for this is a failure at syringe assembly station with caused the damage. Some actions performed: perform synchronism adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position. Design new top disc guide after leak test - make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. H3 other text : see h.10.

Event description:
It was reported that during use of the bd plastipak¿ 3ml luer-lok¿ syringe there was an issue with leakage. The following information was provided by the initial reporter, translated from portuguese to english: we have several customer complaints stating that syringe desc. 0.3ml - lot 9232848 when injecting are leaking liquid.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 3ml luer-lok¿ syringe there was an issue with leakage. The following information was provided by the initial reporter, translated from portuguese to english: we have several customer complaints stating that syringe desc. 0.3ml - lot 9232848 when injecting are leaking liquid.